Event description:
Device 3 of 4. Reference MFR report: 1627487-2013-10210, 10213. The pt ((B)(6)) received a dbs system which included the ipg, lead and two lead extensions (from different lots). It was reported the pt's lead pulled out of the lead extension. In addition, it was noted that there was a bad connection at the ipg which resulted in fluid entering the ipg header. The physician elected to replace the ipg. High impedances were identified post-operatively; however, reprogramming provided effective stimulation.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.